Manufacturer narrative:
(B)(4): device evaluated by manufacturer? Lens implanted. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Lens implanted.

Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in her right eye (od) on (B)(6) 2013. The patient reported is experiencing blurred vision - distant and near (post traumatic brain injury). The icl remains implanted. The facility reported the date of the last post-op visit was (B)(6) 2014 and they were unable to confirm the patient report. The patient's visual acuity was 20/15.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a patient, she did not achieve the expected visual outcome ("blurred distance and near vision") following icl implantation one year ago. According to the dcr, dated on (B)(6) 2014, there were no documented ocular problems and no reported problems with the icl. No secondary medically or surgically intervention was done or planned and uva was 20/15. The surgeon wrote that the most likely cause of the reported event was patient related factor (diagnosis of clinical depression) and therefore not device related. Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the reported event was patient related factor (diagnosis of clinical depression) and therefore not device related. (B)(4).